Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: use error.

Event description:
Healthcare professional didn't report a complaint against the device. Healthcare professional later reported "replacement due to capsulectomy". Healthcare professional later reported "capsular contracture baker grade IV". Healthcare professional later reported "no adverse event" and "clean it and put the same device back in". This record is for the left side. Device remains implanted.